Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2016 the customer reportedly received the following results on the aviva system within 10 minutes: 500 mg/dl, 520 mg/d, and 150 mg/dl. On (B)(6) 2016 she received results of 246 mg/dl, 356 mg/dl, 423 mg/dl, and 199 mg/dl, also within 10 minutes. The lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.